Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 13-january-2026 should be retracted.

Event description:
It was reported that "during the loading process, the clip loaded in a closed position." No medical intervention required. The patient's status is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the loading process, the clip loaded in a closed position." No medical intervention required. The patient's status is reported as "fine."